Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, it was confirmed that there is no problem with the existing documentation for the peeling off the coating / marking disappearance on the insertion section for the product broncho-endoscope, and it is equivalent to the risk level already assumed. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿the instruction manual rc 7304 01 00/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the coating of the insertion tube peeled off. There were no reports of patient involvement.